Event description:
It was reported that the radiologist at this customer site was moving the patient table to prepare for a collimator change. While moving the table, it was reported that the table wheel ran over the radiologists foot resulting in broken bones.